Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed eight months remaining and device delivered occasional therapy. Boston scientific technical services (ts) discussed how a 41 jolts shock can impact device longevity. In addition, ts explained that device was not at high output and that it is unusual with only eight months left. To date, no intervention was performed and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.